Event description:
Reportedly, on january 17, 2024, during a request for unit change, the tablet hung up and the display stopped responding. Buttons didn't respond either. A restart had to be done by removing the battery. Afterwards it is not possible to interrogate devices in the in-clinic follow-up room. Restart again. Head had all bars blue, but "telemetry error" was displayed. All usb ports were tried. On january 19, 2024, same situation. On january 22, 2024, the tablet worked, then we will continue to monitor the problem and let you know if it comes back. The issue doesn't seem to be the display. In the outpatient clinic, the tablet completely hung up during aida reading: aida data were lost.

Event description:
Reportedly, on january 17, 2024, during a request for unit change, the tablet hung up and the display stopped responding. Buttons didn't respond either. A restart had to be done by removing the battery. Afterwards it is not possible to interrogate devices in the in-clinic follow-up room. Restart again. Head had all bars blue, but "telemetry error" was displayed. All usb ports were tried. On january 19, 2024, same situation. On january 22, 2024, the tablet worked, then we will continue to monitor the problem and let you know if it comes back. The issue doesn't seem to be the display. In the outpatient clinic, the tablet completely hung up during aida reading: aida data were lost.

Manufacturer narrative:
The review of provided data highlighted that on 17 and 18 january 2024 the freeze of the programmer that is most likely due to communication errors between the programming head and the implanted device. It can be due to bad positioning of the programming head. On 22 january 2024, the aida reading issue is known and provided technical data shows that aida memory has not been reset by the user and data should have been available after the second device interrogation. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.